Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the user has 12 leads connected to the pt but there was no response when the 12 lead button was pressed on the device. There was no reported negative pt impact.